Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial flutter with a thermocool smarttouch bi-directional navigation catheter. Immediately following ablation, st elevation occurred. Interventional cardiologist was called in and coronary arteries were injected with contrast. Coronary angiography revealed that the left anterior descending and the right coronary arteries were occluded and the acute inferior wall was infarcted. While coronary stent was being placed, patient went into ventricular tachycardia and expired. The physician's opinion regarding the cause of the adverse event is that it was procedure-related and possibly patient condition-related. It is thought that the left anterior descending artery had been previously occluded and performing the cavo-tricuspid isthmus ablation line caused the right coronary artery to clamp or become occluded secondary to edema. There were no complaints regarding any biosense webster products or equipment.